Event description:
The staff alleges at the beginning of treatment the machine air detector failed to operate. The pt care technician placed the machine into prime mode and primed the blood circuit with saline. Following internal procedures, the technician connected the pt to both the arterial and venous blood lines while the machine was in the prime mode. This procedure allowed the saline to be flushed back to the pt. The pt care technician stepped away from the machine while the bloodlines were filling with blood. Immediately the pt noticed air in the venous bloodline and called out to the nurse, before the nurse responded the pt clamped off his own venous line. The staff alleges the pt rec'd only a very small amount of air. The pt was placed on his right side and given oxygen. The staff stated that no injury was apparent other than anxiety and there were no x-rays taken. The staff alleges that the machine did not alarm and the line clamp did not clamp. The staff alleges that the machine did not alarm and the line clamp did not clamp. The staff stated the blood had only passed through the blood tubing as far as the kidney when the incident occurred.